Manufacturer narrative:
Patient weight is unknown. The 510k: this report is for an unknown number of 2.7mm variable angle locking screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was revised on (B)(6) 2018 due to a possible infection or an allergic reaction. The patient was originally implanted with what appeared to be one variable angle locking compression plate and an unknown number of screws in the fibula on an unknown date. On (B)(6) 2018 the plate and an unknown number of 2.7mm variable angle locking screws, 2.7 variable angle cortical screws and an unknown number of 3.5mm cortical screws were removed intact. The devices were easily removed with no additional medical intervention, without surgical delays or patient harm, and without any intraoperative events or device malfunctions. The patient was reported to be healed so no additional devices were implanted. The explanted devices were discarded. This report is for an unknown number of 2.7mm variable angle locking screws. This is report 2 of 4 for (B)(4).